Manufacturer narrative:
It was reported by the conformis rep that the patient needed revision surgery. Replacement inserts were ordered. The original surgery date was (B)(6) 2023. The revision surgery date was (B)(6) 2023. It was reported that the patient has infection. Review indicates that the device was designed and manufactured to specification. All sterilization requirements were met..

Event description:
Per rep, patient has infection and requires revision surgery to replace the tibial inserts. The original surgery date: (B)(6) 2023. The new surgery date: (B)(6) 2023. Our awareness date of the need for revision surgery was (B)(6) 2023.